Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. One example was provided by the customer. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. Per customer, non-reproducible accutni events are infrequent with the assessment of one occurrence in the last 4 months. The unit was performing within qc specifications, per customer, and no hardware issues were noted at the time of the event.